Event description:
It was reported, that a signal loss occurred. Product has been received, but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. H6: type of investigation: correction - addition of 4121 is correct; 3004753838-2024-205196-02 was submitted in error.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6: type of investigation: correction - removal of FDA code 4121 based on data analysis findings.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H6: investigation findings - additional . H6: investigation conclusion - additional.